Manufacturer narrative:
Received one used. List #011-mc100, microclave¿ clear connector; lot #6527826. The 011-mc100 microclave clear connector was functionally tested for leakage and it met product performance expectations without leakage. The product complaint was unable to be replicated or confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.

Event description:
The event involved a microclave® clear connector. The reporter stated the microclave clear connector leaked at the connection site, when connected to a braun extension. They became aware of the problem when the nursing staff saw chemo in the bed and they also swabbed around the connection site and saw chemo medication. There was possible skin contact to patient and cytotoxic aerosols. When staff sited the leakage- chemo was found on tubigrip (bandage) of peripherally inserted central catheter (PICC) and on patient sheets. Tubigrip may have been in contact with patient skin. The spill was cleaned up per facility protocol whilst wearing personal protective equipment (ppe), soiled linen was put in cytotoxic linen bag and replaced with clean linen. Tubigrip was also disposed of into cytotoxic bin and replaced with a clean tubigrip. Alcohol wipes were used to draw out excess chemotherapy from bung. There was patient involvment, however no report of patient harm.